Event description:
Information was received that reported a patient was hospitalized in 2006 due to diabetic ketoacidosis. It was reported that the patient went to bed the evening before the hospitalization and did not notice that the insulin cartridge was secured within the device. It is alleged sometime during the night the cartridge became dislodged. The patient reports there is some physical damage to the device housing and the cap that retains the insulin cartridge, but the patient denies any knowledge of the device sustaining any damage. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Manufacturer completed the entire form. Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.